Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va1s9c8, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, lot #: va1s9c8, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jun-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. Patient reported that they felt pain at their tailbone area when stimulation is on. It was suggested that the patient should turn down the stimulation in case patient was getting too much stimulation however, the patient said the pain got worse when stimulation was turned down. Patient stated that they were getting benefit of symptoms and it was noted that the patient was a trucker and sits a lot. Patient has gained about 30-40 lbs over time. On (B)(6) 2018 additional information was received from the consumer. Patient stated that since their device was implanted on (B)(6) 2018 the implant wasn't helping her to control her symptoms and she experienced pain after the implant surgery. Patient added that they ordered an x-ray and confirmed that something wasn't right with one of the leads, which caused the problems that the patient previously reported. Patient noted that she thought the pain was part of the recovery and contacted the manufacturer's rep about the issues in (B)(6) 2018. Patient had revision surgery (B)(6) 2018. Patient requested, and was given the information regarding reimbursement of the product. On 2019-may-29: additional information was received from the patient: patient reported the implant quit working which was the reason the whole system was replaced. No further complications were noted or anticipated.